Event description:
It was reported that the force sensor bridge test failed. No patient injury was reported

Manufacturer narrative:
No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Tamper seals were removed/broken. No external damage to the device. The force sensor bridge test error was observed in the event history log. Customer stated problem could not be verified after flow and occlusion tests. The root cause of the reported issue was could not be determined. The technician replaced plunger cable as a preventative measure.